Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device dislocation ("migration of essure device location of device: uterus") in a 26-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bursitis, musculoskeletal pain, smoker, numbness, paraesthesia upper limb, constipation and gravida. Denies h/o last mammogram, breast abnormalities, birth control essure (B)(6) 2014 , pain with intercourse. Vaginal discharge no. H/o fibroids she denied vaginal bleeding or discharge, urinary or gi symptoms, other toxic habits. Previously administered products included for an unreported indication: nicoderm patch. Concurrent conditions included obesity, fever, vomiting, nausea, grand multiparity, bloating, coughing and clitoral engorgement. Concomitant products included etonogestrel (implanon), nitrofurantoin (macrobid) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced device breakage ("device breakage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015 via bilateral salpingectomy). At the time of the report, the pelvic pain was resolving and the device dislocation, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, device breakage and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal cannulization and occlusion . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received an event "abnormal bleeding (vaginal, menorrhagia),depression and mental anguish, migration of essure device location of device: uterus, device breakage, tubal ligation, pain, weight gain" are added. Concomitant and historical condition are added. Product , patient and reporter information added. Concomitant drug are added. Outcome of event " pain" is recovering.lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure device location of device: uterus") and device breakage ("device breakage") in a 26-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bursitis, musculoskeletal pain, smoker, numbness, paraesthesia upper limb, constipation and multigravida. Denies toxic habits. Previously administered products included for an unreported indication: nicoderm patch. Concurrent conditions included obesity, grand multiparity, bloating and clitoral engorgement. Concomitant products included etonogestrel (implanon), nitrofurantoin (macrobid) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015 via bilateral salpingectomy). At the time of the report, the pelvic pain was resolving and the device expulsion, device breakage, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal cannulization and occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: quality safety evaluation. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure device location of device: uterus") and device breakage ("device breakage") in a 26-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bursitis, musculoskeletal pain, smoker, numbness, paraesthesia upper limb, constipation and multigravida. Denies toxic habits. Previously administered products included for an unreported indication: nicoderm patch. Concurrent conditions included obesity, grand multiparity, bloating and clitoral engorgement. Concomitant products included etonogestrel (implanon), nitrofurantoin (macrobid) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 11 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015 via bilateral salpingectomy). At the time of the report, the pelvic pain had resolved and the device expulsion, device breakage, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal cannulization and occlusion. Tubes were blocked. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: quality safety evaluation. Most recent follow-up information incorporated above includes: on 12-nov-2018: new pfs received- event outcome of pelvic pain from recovering/resolving from recovered/resolved was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), device expulsion ('migration of essure device location of device: uterus') and device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bursitis, musculoskeletal pain, smoker, numbness, paraesthesia upper limb, constipation and multigravida. Denies toxic habits. Previously administered products included for an unreported indication: nicoderm patch. Concurrent conditions included obesity, grand multiparity, bloating and clitoral engorgement. Concomitant products included etonogestrel (implanon) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 11 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2015 via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and weight increased had resolved and the device expulsion, device breakage, menstrual disorder, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal cannulization and occlusion. Tubes were blocked. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: quality safety evaluation most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcome for vaginal bleeding , menorrhagia & weight gain was updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.